Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros ipth lot 1320 on a vitros eciq immunodiagnostic system. A definitive cause of the higher than expected vitros ipth results from biorad qc fluid testing was not established. Improper biorad qc fluid handling cannot be ruled out as a contributor to the event, as no information was provided regarding the handling of the biorad qc fluids a vitros ipth lot 1320 reagent issue cannot be ruled out as a contributor to the event. Vitros ipth lot 1320 was put into use on (B)(6) 2020, therefore there are no historical biorad qc results to verify the performance of vitros ipth result leading up to the first event on (B)(6) 2020. However, following recalibration of the vitros ipth lot 1320, results from biorad qc testing and vitros ipth qc fluid testing were acceptable. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1320. No diagnostic precision testing was performed to verify instrument performance. An ortho field engineer performed extensive maintenance on the instrument, however, as no precision testing was performed around the time of the event or following the event, an instrument issue cannot be completely ruled out as a contributor to the event. (B)(4).

Event description:
The investigation determined that higher than expected vitros ipth results were obtained when a customer was processing a non-vitros (biorad) quality control fluid using vitros ipth lot 1320 on a vitros eciq immunodiagnostic system. Biorad lot 40372, vitros ipth results of 151.70 and 140.40 pg/ml versus the baseline mean of 104.60 pg/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The higher than expected vitros ipth results were obtained when the customer was processing non-patient fluids. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) complaint number (B)(4).